Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up of suturefix guide the inner sleeve, that appears from the tip of the trocar , broke off from the cannula, . The procedure was successfully completed without delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿d4: lot number, h4¿ h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. There is some wear to the device but the laser etching verifying the device is clear. The interior track is unobstructed. The distal tip of the device is broken. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.